Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA: 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 02-oct-2022 to 01-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer storage space failure. The technical support specialist proceed to dial in the station and apply knowledge article 000014576 to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had a drawer storage space failure. During recovery process the technical support specialist failed an entire pyxis machine that contains many cubies without customer's knowledge, which did not resolve the issue and instead resulted in significant delays in patient care. The customer stated that the required medications were obtained from other station by the nurse. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer storage space failure. During recovery process the technical support specialist failed an entire pyxis machine that contains many cubies without customer's knowledge, which did not resolve the issue and instead resulted in significant delays in patient care. The customer stated that the required medications were obtained from other station by the nurse. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the system had a drawer storage space failure. A technical support specialist applied knowledge article 000014576 "unable to replace drawer (or cubie) due to loaded medications in the drawer in 1.6 & 1.7" to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.